Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm, and a replacement pump was sent to the customer. The customer was instructed on storage mode procedures and returning the faulty pump, with plans to use their current pump and manual injections if necessary, until the replacement arrives.